Manufacturer narrative:
(B)(4). This report is for the first in a series of three consecutive product problems with the same patient. The second and third issues have been reported under MDR # 3006425876-2016-00267 and 3006425876-2016-00268. Device evaluation: the report of difficulty inserting the catheter over the guide wire was confirmed. Returned was a guide wire. No catheter was returned. The guide wire was kinked and bent between 14 and 20cm from the j- bend. A manual tug test confirmed that both welds are intact. The outside diameter of the guide wire measured 0.799 mm, which met specification of 0.788 - 0.826 mm per the guide wire graphic. The length of the guide wire measured 45.6 cm, which is also consistent with the guide wire graphic. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A review of the device history records did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during an emergency insertion of the catheter on a polytrauma patient under high dose of amines we noticed that was impossible to mount the catheter over the guide. The guide "twists" and the catheter hangs around despite expansion. As a result, a second kit was opened.